Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Since 2 weeks ago today after a knee surgery ((B)(6)), pt isn't feeling any stimulation from scs system and is seeing settings not available on controller. Pt did have a fall in (B)(6) 2024 which led to the knee surgery but pt says their stim therapy was fine after the fall. Pt did turn stim off for the surgery. Today in clinic, impedances are normal to elevated. Caller has tried reprogramming today but pt isn't feeling stimulation even at very high intensities. Pt uses group a only and was programmed to 1/3 which has imped of 2500 ohms. Tss reviewed this as being elevated and to try to use electrode pairs that were in 1000's. Caller has tried this previous to call but they aren't having any luck reprogramming. Other imped results: 1/0=1500 ohms, 1/2 = 1300, 1/3=2500; 3/0=3190, 3/2=1710. Tss reviewed trying intellistim feature to scan the lead but this didn't resolve issue. Tss had caller reset ins via disable device feature on controller but when they went back to the ins with the tablet, the ins charge level was too low to continue to try reprogramming again. Tss reviewed consideration for imaging of lead (lead was noted as being quite old) and trying reprogramming again after ins is charged up and potential need for more invasive actions if issue doesn't resolve.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. The representative clarified that they wanted to replace both the lead and the ins, but an MRI showed that the lead was intact, so insurance only covered the ins replacement. The ins was replaced in (B)(6) 2024, and the ins had been discarded.

Manufacturer narrative:
D6b: date inaccurate, only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had the previous ins replaced. Patient services found this product event in which it was reported that the patient was not feeling stimulation prior to the ins replacement. The caller confirmed that was when they determined the ins would be replaced.